Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with pulsing in their chest and stomach area. Upon interrogation, the right atrial lead exhibited decreased sensing and high capture thresholds. It was noted that the left ventricular lead was causing phrenic nerve stimulation and exhibited high capture thresholds. X-ray revealed that the right ventricular, right atrial, and left ventricular leads had pulled back from their original positions. The patient's system was explanted. Patient was stable during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.